Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.

Event description:
A customer reported she felt dizzy and lightheaded before 6:00 am in the morning and then tested her blood glucose at 6:00am and 6:15 am. The reported readings were 184 mg/dl received on her fs lite meter and 164 mg/dl received on her fs freedom lite meter. The customer also reported experiencing nausea. Shortly after that, the customer reportedly experienced a seizure which led her to bite her mouth. Although the customer reported she was diagnosed with severe hypoglycemia, there was no report of treatment given by a doctor or health care facility. The customer reported she took her regular diabetes prescription medication. There was no report of death or permanent impairment associated with this event.